Event description:
It was reported that the device did not provide any further instructions or analyzation after the initial "no shock advised" notification. There are no known consequences to the patient.

Manufacturer narrative:
Updated report to accurately reflect the investigation results.